Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
Customer complained of a discrepant inr result between a coaguchek xs meter (B)(4) and the ER lab. At 9:00 am, the result was 7.6 inr. At 9:30 am the customer had an emergency room lab test and the result was 3.9 inr. There was no allegation of an adverse event. The customer's therapeutic range is 2.5-3.5 inr. The customer's coumadin dose was not changed and the customer did not require any treatment. Customer is currently doing ok. Customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or direct thrombin inhibitors. The customer had no new medications, new illnesses or diet changes. Customer does not have any bleeding or bruising. Retention test strips (304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.